Manufacturer narrative:
Date of report: 23oct2018. Date of manufacturer: 22oct2018. Numerous attempts were made to obtain information regarding the repair of the device, however, no response was received. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a partial touchscreen failure. There was no patient involvement.